Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and an infrarenal aortic extension on (B)(6) 2015. Patient came in emergently on (B)(6) 2016, computed tomography (CT) showed the patient had an aortic rupture. The physician elected to explant the devices. During operations patient had heart complications and expired during the procedure. After explant the physician observed stent migration and possible graft infection.